Event description:
Patient alleges significant pain, injury caused by metallosis, metal wear, metal poisoning, loss of enjoyment of life, and limitation of daily activities. Damages were due to the defects and unreasonable danger from the system. Moreover, patient suffered injury to his muscle and tissue, additional scar tissue formation, pseudotumor excision and now has a hip replacement with decreased longevity. In addition, patient incurred lost earning potential. Experienced and suffered mental pain, emotional trauma and distress and is likely to suffer continued both injuries and damages including but not limited to past, present and future physical and mental pain and suffering, physical disability and past present and future medical, hospital, rehabilitative and pharmaceutical expenses and other related damages. Doi: (B)(6) 2010 doe/dor: (B)(6) 2022 affected side.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary . No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Medical records received. In addition to what was previously reported. Medical records noted that there was a 24 mm long focus osteolysis in the proximal femur with medially with some fluid in the pseudo capsule posterior to the greater trochanter. Periacetabular soft tissue noted a hyperblastic fibrosynovial tissue with fibrous cyst wall and degenerative features and focal foreign body giant cell reaction pigmented macrophages, organizing fat necrosis and fibroxanthomantous reaction with chronic inflammation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: metal related pathology (e1618) is being utilized to capture blood heavy metal increased & metal poisoning. Unspecified tissue injury (e2015) is being utilized to capture soft tissue injury & bone injury.

Event description:
Additional information received. The affected side was the left hip.